Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded before collecting the information. Because the specific product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath for transseptal access the patient experienced a pericardial effusion. The transseptal puncture was performed with versacross connect for the faradrive sheath. The rf wire and dilator successfully crossed into the left atrium but the faradrive sheath could not be advanced through the puncture site. The physician attempted to get the sheath across multiple times without success. A pericardial effusion was identified in the patient and the procedure was cancelled in order to perform a pericardiocentesis. The patient was admitted to the hospital for two days. They have been discharged from the facility and are considered fully recover. The sheath is not expected to be returned for analysis as it was discarded by the facility.